Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 267mg/dl. The customer's expected fasting blood glucose test result range is 80 to 100mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016 a back to back blood test was performed by the customer non-fasting and produced test results of 158 ad 180mg/dl. The test strip lot manufacturer's expiration date is 10/27/2018 and open vial date is 09/01/2016. The meter memory was reviewed for previous test result history: (B)(6).